Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed pump supplies to address the issue. There was no adverse impact to customer¿s blood glucose level. To resolve the issue, the customer completed an ifs fill tubing to ensure drops were observed at the end of the tubing and then resumed insulin. Despite attempts to contact the customer for follow-up assistance, technical support was unable to reach them by phone or email.